Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of implants is extremely important. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Device remains implanted.

Event description:
It was reported a patient underwent a femoral fixation procedure on (B)(6) 2016. During the procedure, the head of a screw fractured off while the surgeon tightened the screw in to the plate. The screw remains implanted as the surgeon felt the construct was solid. No pieces fell in to the patient and there was no delay in procedure.